Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the context of an infection of the hip joint, independent of the implant, an operation was performed on the hip joint. It was accidentally discovered that the ceramic head was broken. The prosthesis was consequently removed.